Event description:
It was reported the pt experienced a lack of effect, shuffling gait and shoulder pain after a fall two weeks ago. The pt had add'l falls since the event. It was also reported the pt had a possible torn rotator cuff. The left shoulder felt pulling, left side of the face felt pulling, and pain in her left eye for the last two days. The pt was unable to adjust the stimulation. When the status lights were assessed, both batteries appeared good (lights on). The pain in the shoulder was described as acute pain. The ambulation difficulties included increased shuffling of her feet. The left part of the pt's face felt numb. It was also reported the pt had chest pains and an asthma attack while driving home the day before. The pt went to the ER for the symptoms. An x-ray of the pt's shoulder was done. An EKG was performed. The physician had turned the device off to perform the EKG reading. A magnet was used to turn the device off, and back on following the EKG. The pt had reported a lessening of symptoms but the physician was unsure if the device was on. The pt was unable to ascertain if the left ipg felt better on or off. The pt's numbness and pulling on the left side of the face and pain over the eye, was reportedly worse when the device was on. The ER physician planned to turn the left ipg off and leave it off until the pt could see their following physician. Add'l info has been requested. See also MFR report # 3004209178-2009-00057.